Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing high capture threshold leading to loss of capture. Also, the ra lead failed to extend the helix during the procedure. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to capture were confirmed. As received, a complete lead with stylet inserted was returned in one piece measuring 52.2 cm. Visual examination showed that the helix was retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region of the lead was over-torqued and all filars of the inner coil at the connector region were found broken/separated which consistent with procedural damage. Electrical testing found internal conductor shorting due to the over-torqued inner coil at the connector region. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood tissue and over-torqued inner coil at the connector region of the lead. While the cause of the reported event of failure to capture was due to the shorting of conductors caused by over-torqued and broken filars of the inner coil at the connector region of the lead. All the damages found are consistent with procedural damage.